Event description:
Upon opening the package, it was noticed that the wedge was "floating" around inside the outer pack. There was no adverse consequence for the pt or delay in surgery or anesthesia time.